Event description:
It was reported by the patient that they felt "clammy and dizzy" during multiple episodes with a high heart rate. A hospital physician told the patient that their implantable cardioverter defibrillator (ICD) "should have kicked in". The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.